Event description:
Laparoscopic morcellator stopped working after a few minutes of use. A new device was opened. Per surgeon, the morcellator sleeve was not secure so it was discarded and a second morcellator was used for the procedure.